Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A manufacturer representative went to the site to test the imaging system. It was reported that once the system logs were analysed it was found that there was instances of loss of communication and that the network cable was damaged. A full system checkout was performed and all tests passed.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the system was not taking x-rays. After further investigation of the system logs, there was instances of loss of communication with the navigation system. The network cable was checked and found to be damaged. There was no patient present when the issue was observed.